Event description:
It was reported that during the implant of a transcatheter valve, a perforation was suspected to have occurred and was possibly caused by the non-medtronic guidewire. Contrast imaging of the right pulmonary artery (rpa) was performed where the guidewire had been placed; however, no site of bleeding was identified. Following the implant procedure and upon extubation, bleeding within the bronchus and hypotension were observed. Subsequently, the patient remained intubated and was transferred to the intensive care unit (ICU). After returning to the ICU, the patient remained stable, and the bleeding resolved.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID harmony-25 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph), d4, h4, and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, a perforation was suspected to have occurred and was possibly caused by the non-medtronic (lunderquist) guidewire. Contrast imaging of the right pulmonary artery (rpa) was performed where the guidewire had been placed; however, no site of bleeding was identified. Following the implant procedure and upon extubation, bleeding within the bronchus and hypotension were observed. Subsequently, the patient remained intubated and was transferred to the intensive care unit (ICU). After returning to the ICU, the patient remained stable, and the bleeding resolved. Additional information was received indicating that angiography was performed, but the perforation site could not be identified. According to the physician, the non-medtronic lunderquist caused the perforation and bleeding. The physician added that the dcs and transcatheter valve were not contributing factors to the perforation and bleeding. Additionally, the patient's anatomy did not contribute to the perforation and bleeding, and treatment consisted of follow-up with the healthcare team.